Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. Their was no confirmation for "burning smell". However, zeolite dust presented inside the unit, which is caused by the breakdown of the zeolite particles. This occurs when the zeolite rubs against one another. Over time this can lead to multiple errors.

Event description:
It was reported that the patient experienced low oxygen saturation. In turn, a fire hazard alarm appeared on the patient's device while the patient was asleep. Reportedly, the device failed to output an appropriate amount of oxygen. The patient tried to increase oxygen levels using the backup device to no avail. As a result, the patient was taken to the hospital wherein the patient was admitted for three days. Later, the patient was diagnosed with high co2 in their blood. In turn, the patient was discharged home and received a replacement device.